Event description:
Same case as MDR ID: 2134265-2013-06232. It was reported that during preparation for a percutaneous coronary intervention, a guidewire detachment occurred. A 1.75mm rotablator rotalink plus and a 330cm rotawire flop rotablator rotational atherectomy system was used to treat the target lesion. The rotational speed of the console was set higher than normal. Upon adjusting the speed, friction occurred between the rotawire and the burr. It was then noted that the rotawire got detached and stuck on the burr. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2013-06232. It was reported that during preparation for a percutaneous coronary intervention, a guidewire detachment occurred. A 1.75mm rotablator rotalink plus and a 330cm rotawire flop rotablator rotational atherectomy system was used to treat the target lesion. The rotational speed of the console was set higher than normal. Upon adjusting the speed, friction occurred between the rotawire and the burr. It was then noted that the rotawire got detached and stuck on the burr. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is good.